Manufacturer narrative:
(B)(4).

Event description:
It was intended to use an nc sprinter device to treat/undo a "waist" after the implantation of a non-mdt stent. The device was removed from packaging per IFU with no issues noted. It is reported that during balloon inflation, a "big expansion in the body of the catheter occurred", and the balloon became deformed. It is reported that a dissection occurred at the proximal of the diagonal branch. A resolute integrity was implanted at the site of the dissection, which covered it completely. The patient remained hemodynamically stable. They were then referred to the ICU with flow "tin1 3". No further patient complications were reported.